Manufacturer narrative:
The device was not returned for analysis. A production records review was performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion left anterior descending artery (lad) moderate calcification and moderate tortuosity. The 3.0x33mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was noted. No treatment was provided to treat the dissection and the patient is reported as stable. There was no clinically significant delay reported. No additional information was provided.